Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level over 600 mg/dl at time of incident. Customer reported that they do not feel okay to troubleshooting. Customer having this issue since he used this insulin pump. Customer was insisting a brand new insulin pump and a brand new transmitter and doesn't want a refurbish one. The insulin pump will not be returned for analysis.